Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accutni) result generated by the unicel dxi 800 access immunoassay system for a single patient sample. A patient sample was tested for accu tni and a result of 0.880ng/ml was reported out of the lab. The result was questioned by the cardiologist because it did not fit the clinical picture of the patient. The sample was tested on a different instrument in the customer's lab and accu tni result of 0.047ng/ml was obtained. The sample was then re-tested on the dxi 800 instrument and repeated result was 0.013ng/ml. Based on available information, the customer also processed the sample on the dxi 800 analyzer in replicate of ten and obtained accu tni results all below "<0.018ng/ml". The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. A system check performed in 2008 passed within specifications. The customer collects samples in 7.5ml sarstedt lithium heparin tubes and centrifuges samples at 2078g for 8 minutes. A field service visited the customer's lab and indicated the event was most likely due to a pre-analytical issue. No additional information regarding this event was supplied. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.